Event description:
It was reported the stylus does not react with the areas on the screen where it is applied. A new stylus was inserted, calibrated several times, with the same result. A screen problem is suspected. It was further reported that the programmer had been dropped. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported stylus issue. No fault was found. The bezel was observed to be cracked in the upper left corner, the keyboard hinges were broke, and the display hinge plate was missing screws.